Event description:
It was reported that the tip of the wire remained inside the patient. The target lesion was located in the left anterior descending artery (lad). An ng rotawire floppy single was selected for left heart catheterization. During the procedure, wire was placed down the lad and atherectomy procedure was performed. After the intervention, the wire was removed and the tip of the wire remained inside the coronary artery. No further patient complications were reported.